Manufacturer narrative:
The returned device analysis confirmed the reported gripper actuation issue. It was noted that gripper arm cover was caught on the harness and the gripper cover was pinched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis the gripper actuation issue and the observed pinched gripper cover are the result of the observed gripper cover being caught on the harness, which appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. A clip delivery system (cds) was advanced to the mitral valve; however, the posterior gripper arm would not fully lower. The cds was removed with the clip attached, and the procedure continued with a new clip. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.